Event description:
The user experienced resistance while attempting to deploy an angio-seal device and was unable to fully deploy the device. Therefore, the pt was taken to surgery for removal of the device. The pt's pulses were good when taken to surgery. This was the user's second deployment towards becoming certified in deployment of the angio-seal device.